Event description:
An alarm was heard and confirmed by telemetry as critical due to zero ml reservoir volume. It was stated that the patient did not have a physician that would fill the pump and recently heard the pump alarming knowing that it needed refilling. Patient then went to the ER when the pump alarmed. Per reporter they were giving the patient oral baclofen and valium and she was not symptomatic at the time. Drug delivered via the device was baclofen (unknown) 2000 mcg/ml at 921 mcg/day. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk.

Manufacturer narrative:
(B)(4).